Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, shifted end cap sticker and cracked battery tube threads.

Event description:
The customer reported experiencing unexplained high blood glucose values, and the value reported was 420 mg/dl. The customer reported only being able to treat with manual injections. During troubleshooting the high pressure test of the insulin pump failed twice. It was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. No further information was provided.